Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3ml bd luer-lok¿ syringe was leaking and spraying out the back end near the plunger. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: DHR review for batch 6229719 (p/n 301073): manufacturing dates: 08/16/2016 ¿ 08/17/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6229719 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose used 3ml syringe was received by bd (B)(4) from a reported batch #6229719 (p/n 301073) and was visually evaluated. The sample had the label ¿heparinized saline¿ attached, no stopper or barrel defects were observed. The sample was then tested with room temperature water. No leakage past stopper was observed after drawing 3ml of water. No leakage past stopper observed when dispensing the fluid. The syringe performed without any problems. As an additional test, the tip was blocked to provide pressure on the stopper while attempting to dispense water to reveal any stopper defects ¿ no leakage past first or second rib of stopper occurred. The stopper prevented leakage from occurring. Conclusion: based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. An absolute root cause for this incident cannot be determined.